Event description:
It was reported that the patient had three emergency backup battery (ebb) faults and one ebb fault after replacing the battery. Multiple attempts were made to re-seat the ebb and it was replaced. The controller was exchanged and replaced on (B)(6) 2026. No ebb fault alarms have recurred since the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On 16jan2026, the log file captured a backup battery fault alarm due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarm briefly resolved after a load test was performed. The alarm reactivated and was observed until the controller was shut down. On 16jan2026, the driveline was disconnected followed by both power cables. This is consistent with the controller exchange. The pump operated as intended and there were no additional notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6), successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the cause of the alarm was not known, and the alarms have since resolved after the controller exchange. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. Incidental findings: wire fatigue in system controller black power cable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.